Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated/tested and the customer's indicated failure mode for underfill with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to underfill was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that bd vacutainer® plus plastic pst tube(s) would not fill enough for the sample to be tested. There was report of serious injury or medical interventions.